Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This event was previously filed on an unknown lot in 1415939-2019-00220. An evaluation is in process. A final report will be submitted when the evaluation is complete. Note: the customer is using 5 different lot numbers, please reference the following for the additional reports: lot 04096m700 documented in manufacturers report 1415939-2019-00226, lot 06082m700 documented in manufacturers report 1415939-2019-00227, lot 07018m700 documented in manufacturers report 1415939-2019-00228 ,lot 02011n100 documented in manufacturers report 1415939-2019-00229.

Event description:
The customer observed (B)(6) results on the prism analyzer. Seventy two (72) results were repeat (B)(6) and confirmed (B)(6) on nat. There was no impact to patient management reported.